Event description:
It was reported, the camera head encountered communication error. The issue occurred during preparation for use/prior to sedation for a therapeutic gynecological surgery. There were no reports of patient harm.

Manufacturer narrative:
E1 address: (B)(6). It was noted from a local investigation, after the malfunction occurred, because the camera was not properly connected to the host, resulting in abnormal images, and the normal connection was restored after the subsequent normal connection. So far, no malfunction has occurred. This single equipment has not actually failed, nor has it affected the operation. The subsequent malfunction products will not be sent for repair and the repair order will be cancelled. The device was not returned to olympus for evaluation. Therefore, the customer's allegation of camera was not properly connected to the host, endoscopy communication error, abnormal images could not be confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor, which could display no image. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.